Event description:
From the march 2008 issue of the journal of clinical anesthesia; article entitled 'inability to ventilate while using a silicone-based endotracheal tube'. Thyroid cancer patient was admitted to mayo clinic around 2007 for a total thyroidectomy. Immediately after induction, anesthesiologist noticed inadequate expansion of the ventilator bellows. An additional 10 ml of air was added to the tube's cuff. Then a fiberoptic bronchoscope was requested to examine the cuff. The lung ventilation became increasingly difficult and the lungs could not be inflated manually. Examination via the bronchoscope showed a transparent cuff blocking the entire distal end of the emg ett. The ett cuff was deflated, and adequate ventilation was immediately reestablished. Surgery was completed and the patient recovered uneventfully.

Manufacturer narrative:
The article only described the product as a medtronic 7mm ID emg ett. Three attempts were made to obtain additional product information from the facility. The facility has not provided the information as of the date of this report.